Manufacturer narrative:
Expiration date - july 2022. UDI - the corresponding lot is not subjected to UDI. Implanted date - device was not implanted. Explanted date - device was not explanted. Device manufacture date - 08-09-17 ~ 08/11/17. The actual device was not returned for evaluation, however, an unused sample with the same lot was obtained at the manufacturing site and evaluated. When closely observed the needle tip of the unused obtained sample (1pc) under microscope, no defective properties such as physical deformation, burr, and adhesion of foreign material that could have induced redness, were observed. In addition, the penetration resistance was measured and confirmed to be within the specified internal standard. A review of the manufacture inspection record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmc) (importer) (B)(4) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) (B)(4).

Event description:
The user facility reported that redness was observed on the punctured site. A terumo surflo i.v. Catheter was penetrated into the backside of the patient's hand at 10:00am. The patient complained about pain in the punctured site at 3:00pm and the catheter was removed at 6:00pm on the same day. On (B)(6) 2019, redness was observed on the punctured site, which was 3cm wide and 5cm long. The affected part was cooled and the patient had treatment with antibiotics. The symptom was relieved and the patient is currently being monitored.